Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a radiofrequency (rf) ablation procedure to treat typical atrial flutter an intellanav mifi open-irrigated ablation catheter was selected for use. When connections were being made the irrigation port fell off the catheter handle even though no strength had been applied to it. The catheter was replaced and the procedure was completed. The device is not expected to be returned for analysis due to local regulations.